Manufacturer narrative:
Correction follow up: this follow up report is being filed to correct the previously filed report. The following sections have been corrected: 1. Section d1. 2. Section g1.

Event description:
Notes from distributor: 1. This event notification is being communicated to cover the initial reporter's statement of, "this is not the first time this has happened. And they were unable to cross the lesion again." 2. No lot/batch number and upn number provided. Event description: attempting to cross an sfa occlusion, while got stuck in the crossing catheter and coding was stripped. This is not the first time this has happened. And they were unable to cross the lesion again. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: had to pull the catheter and wire completely out what is the next course of action?: was unable to cross the lesion successfully again, and had to stop patient present at time of event?: yes patient complications: no patient complications reason for unsuccessful procedure: had to lose access because the wire got stuck in the bathroom was not able to get back through based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes - local anesthesia was issue present upon opening package?: no photo or video of issue: no question: what is the anatomical location of the lesion being treated? Answer: lt sfa question: what device was used to complete the procedure? Answer: no other device was used. They were unable to recross the lesion.

Manufacturer narrative:
Note: this report is being filed as the distributor notified lake region medical that a similar event occurred. Reference MDR 9680001-2024-00006. Event details, including patient information, product lot number and upn, were not provided. Additionally, the device was not received for evaluation at the time of this report; therefore, no physical analysis of the device could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu) preparation for use, "note: if movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the coating by wetting its entire surface with heparinized saline solution." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
Note: this follow up report is being filed due to additional, new information provided. (Reference MDR 9680001-2024-00006.) Event details, including patient information, product lot number and upn, were not provided. Additionally, the device was not received for evaluation at the time of this report; therefore, no physical analysis of the device could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use, warnings: do not manipulate or withdraw the zip wire hydrophilic guide wire through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. To prevent possible tissue damage, care should be taken when manipulating a device over a zip wire hydrophilic guide wire during the device's placement or withdrawal. If resistance is felt during device placement, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zip wire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications. Manipulate the zip wire hydrophilic guide wire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zip wire hydrophilic guide wire without fluoroscopic confirmation may result in vessel perforation. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zip wire¿ hydrophilic guide wire and/or catheter and determine the cause under fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel. As noted in the device instructions for use (dfu) precautions: avoid manipulating or withdrawing the zip wire hydrophilic guide wire back through a metal needle or cannula. A sharp edge may scrape the coating or shear the guidewire. A catheter, introducer sheath or vessel dilator should replace the needle as soon as the guide wire has been inserted in the vessel. It is recommended that a plastic torque device be used to handle the zip wire hydrophilic guide wire. Use of a metal torque device may damage the wire. Also do not slip a tightened torque device over the zip wire hydrophilic guide wire, as this may damage the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
3 april 2024: received additional, new information: question: regarding the other instances with the coating coming off, are the catheter and the zip wire always needing to be removed as a unit? Response: no this was the first time that it happened from what I understand. But they did tell me that the coating has been coming off when torquing the wires.